Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 the following findings: during investigation, the display was found to be dim/fading/discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim/faded display. This report is made based on results of investigation completed on 08-aug-2019.